Event description:
It was reported that customer experienced past low blood glucose (bg) events of unknown cause, with lowest reported value of 50.4 mg/dl while using pump with control-iq feature turned on. Customer treated each low blood glucose event by consuming carbohydrates, did not require third-party assistance, and no additional information was received regarding exact dates of events or further outcomes.